Event description:
The jaws on the instrument became difficult to open and close and would not coagulate properly about 20 minutes into procedure. A second device was used to complete case with no pt consequence.